Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced multiple skin overgrowths at the implant site, resulting in multiple procedures to excise the excess skin (dates not reported). Subsequently, the abutment was removed on (B)(6) 2016.

Manufacturer narrative:
Correction: the correct 'date of this report is 08/28/2016, not 08/29/2016, as previously reported. Correction: the correct catalog #is 92133, not 32133 as previously reported. This report is filed september 16, 2016.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia in order to remove the abutment. During the procedure, skin excision was performed and the wound was closed over the implant. (B)(4). Implanted device remains.